Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report is being submitted for corrections. A1 patient identifier corrected from (B)(6) to (B)(6). E1 initial report facility name corrected from (B)(6) memorial hospital and street 1 corrected from (B)(6). H7, h9 recall corrected to selected and correction number corrected to z-1903-2018. H10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Additional products: serial # (B)(6) FDA conclusion codes corrected from 19, 2978 to 19, 4307; serial # (B)(6) FDA device codes corrected from c63030 to c63030, c133517. Product event summary: the controller and batteries (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device failed external visual inspection and passed functional testing. An external visual inspection, under 10x visual inspection, did not reveal any hairline cracks. An internal visual inspection revealed no evidence of fluid ingress. Additionally, internal inspection revealed a crack on a standoff post. This observation is not related to the reported event. Based on an investigation, the root cause of the crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. An internal investigation was opened to evaluate cracks on the internal threaded posts with controller 2.0. Evidence of fibrous material/contamination was found in the controller power ports and serial port likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries (B)(6)) revealed a tear on the output cables. The damage that was observed did not affect the functionality of the device. Failure analysis of the returned battery (B)(6)) revealed that the device passed external visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Log file "analysis" revealed two controller power-ups with their associated motor starts on (B)(6) 2019 at 00:59:44 and on (B)(6) 2019 at 18:26:59. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 97% relative state of charge (rsoc) and a cac adapter was connected to power port two. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and a cac adapter was connected to power port two. The controller was without power for 13 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 83% rsoc and a battery was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for eight seconds. Additionally, analysis of the log file report revealed one power disconnect alarm on (b)(62019 at 06:36:57. A review of the data log file revealed a communication error involving (B)(6); the communication error may explain the reported "power disconnect alarm". As a result, the reported tear in cable, power switching, controller loss of power, and power disconnect events were confirmed. However, the reported critical battery alarm event could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2019 involving (B)(6) and on (B)(6) 2019 "involving" (B)(6). There is no evidence of a lubrication service being performed on (B)(6). Applicable risk documentation, available information and experience with events of similar circumstances were considered; a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. The most likely root cause of the reported "power disconnect alarm" event can be attributed to a communication error between the battery and the controller. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Events with critical battery alarms are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. The most likely root cause of the reported tear in the battery cables event can be attributed to wear and/or to the handling of the device. Additional products: d4: serial #: (B)(6) h6: FDA conclusion code(s): 19, 4307 d4: serial #: (B)(6) h6: device code(s): c63030, c133517 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 1650de lot (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 15-aug-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 15-aug-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching that always occurs on port two regardless of the power source. It was also reported that the controller had unexpected losses of power. It was also reported that two batteries exhibited a tear in their cables. It was also reported that one battery exhibited critical alarms and there was a power disconnect alarm that was associated with two controller power-ups and associated motor starts. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device failed external visual inspection and passed functional testing. An external visual inspection, under 10x visual inspection, did not reveal any hairline cracks. An internal visual inspection revealed no evidence of fluid ingress. Additionally, internal inspection revealed a crack on a standoff post. This observation is not related to the reported event. Based on an investigation, the root cause of the crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Evidence of fibrous material/contamination was found in the controller power ports and serial port likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries (bat757929, bat800436) revealed a tear on the output cables. The damage that was observed did not affect the functionality of the device. Failure analysis of the returned battery (bat757919) revealed that the device passed external visual inspection and functional testing. Log file analysis revealed t hat the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat757919, bat757929. Log file analysis revealed two (2) controller power-ups with their associated motor starts on 27-jul-2019 at 00:59:44 and on 01-aug-2019 at 18:26:59. The data point prior to the first loss of power revealed that bat757919 was connected to power port one (1) with 97% relative state of charge (rsoc) and a cac adapter was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the first loss of power revealed that bat757919 was connected to power port (1) and a cac adapter was connected to power port two (2). The controller was without power for 13 seconds. The data point prior to the second loss of power revealed that bat757919 was connected to power port one (1) with 83% relative state of charge (rsoc) and bat800457 was connected to power port two (2) with 24% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat757919 was connected to power port (1) and bat800436 was connected to power port two (2). The controller was without power for 8 seconds. Additionally, analysis of the log file report revealed one (1) power disconnect alarm on 29-jul-2019 at 06:36:57. A review of the data log file revealed a communication error involving bat757919; the communication error may explain the reported "power disconnect alarm". As a result, the reported tear in cable, power switching, controller loss of power, and power disconnect events were confirmed. However, the reported critical battery alarm event could not be confirmed. A power source lubrication procedure was performed involving bat757929 and on 31-jan-2019 involving bat757919. There is no evidence of a lubrication service being performed on bat800436. Applicable risk documentation, available information and experience with events of similar circumstances were considered; a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. The most likely root cause of the reported "power disconnect alarm" event can be attributed to a communication error between the battery and the controller. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Events with critical battery alarms, are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. The most likely root cause of the reported tear in the battery cables event can be attributed to wear and/or to the handling of the device. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: bat800436 h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial or lot#: bat757929 h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 3213 h6: FDA conclusion code(s): 19, 2978; d4: serial or lot#: bat757919; h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.